Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, during the transfemoral (tf) tavi procedure, an external iliac artery (eia) dissection occurred due to difficulty inserting the esheath+. Prior to esheath+ insertion, the vessel was pre-dilated using a dilator up to a maximum of 16 fr. Subsequently, difficulty was noted during insertion of the esheath+, leading to a temporary change of operator while the tavi procedure continued. Digital subtraction angiography (dsa) revealed a dissection of the eia. Intravascular ultrasound (ivus) was performed to assess the vessel, and hemostasis was achieved using balloon inflation. After hemostasis, the tavi procedure was continued, and the sapien 3 ultra resilia (s3ur) valve was successfully implanted. The delivery system was then removed together with the esheath+, and the tavi procedure was completed. No device damage was observed, and there were no other adverse health effects. The cause is considered to be the smaller-than-expected vessel diameter. The vessel was narrow, the sheath remained in close contact with the intima for an extended period, and although the act (activated clotting time) was adequate at 280 during sheath insertion, it decreased over time during delivery and valve deployment. This likely led to thrombus formation, and as the esheath+ expanded the vessel, intimal injury resulted in a flap. In fact, a significant amount of intimal tissue was observed in the dilated segment.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per patient imagery provided, undersized vessels, calcification and tortuosity was noted. In this case, difficulty introducing the sheath and subsequent vascular dissection was confirmed. Available information suggests patient factors (undersized vessel, calcification, tortuosity) likely contributed to the event as these patient factors are present in the patient's access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.